Event description:
This asymptomatic patient was admitted to the hospital with pump high power alarms. On admission, the ldh was >2000 and the inr, which was 3.0 the day before, was 2.6. The total bilirubin was elevated from baseline. A heparin drip was started resulting in a ptt of 200 seconds; therefore, the dose was gradually decreased and then stopped to allow the ptt to decrease to a target of 50-70 seconds in order to start integrilin. Integrilin was started on the following day when pump power was 8.0 watts and ldh 3640 and 3735. The power increased steadily overnight and was 9.2 watts the next morning with an ldh >4000. Tpa was then being considered with a 30mg bolus given the following day. The pump power went down from 9.7 to 6.6 watts. Tpa was administered at 1 mg/hr. Bringing the pump power down to 5.5 watts. Another 30mg tpa bolus was given. The following morning the patient was reported as doing fine with clear urine and the next day the power was back down to baseline of 4.7 watts with a flow of 6.5 liters. The urine was clear and the ldh was down to 2000s. The patient remained asymptomatic and was reported as doing fine.

Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Elevation of hemolysis indicators may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and associated sequelae are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and multiple high watt alarms for the reported event date. Although with review of the available information no definitive contributing factors are identified, it is possible that patient/clinical factors may have impacted this event. Additionally lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. As outlined in the labeling, all vad patients may be at risk for thrombotic events. There is no evidence to suggest that a device malfunction caused or contributed to the reported event issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation. Device remains implanted,